Event description:
It was reported that the user experienced hyperglycemia for approximately six hours while using the ilet during the early learning period, with a peak blood glucose of 303 mg/dl and subsequent return to 98 mg/dl as the system delivered correction insulin; no device alarms or supply issues were reported. Symptoms included no acute clinical effects. Outcomes included no need for professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and education regarding insulin use and ilet corrective dosing behavior. Investigation of this case revealed no device malfunction and no identified component failure, with the event attributed to hyperglycemia of unclear cause during adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.